Manufacturer narrative:
Continued: section d: common device name: hemostatic device for endoscopic gastrointestinal use. Product code: qau. Section g: 510k: k200972. Investigation evaluation: the product said to be involved was returned in an open tray from the lot number provided in the report. The label matches the product returned. An evaluation was performed on the picture provided with this report. The lot number provided in the photo matches this report. The label in the photo matches the product reported. Our laboratory evaluation of the product said to be involved confirmed the report. All components were not included in the return (only one catheter was returned) therefore a complete evaluation was not possible. The device was returned with the on/off switch in the "off" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. The device handle had a small amount of blood on the exterior. The returned catheter did not present with any kinks or contain any powder. When tested as returned, the device did not spray. The device discharged when deactivated and the co2 cartridge was fully punctured. At this point, the lance in the regulator rotated out of place, preventing the position to be measured, however the lance appeared to be correctly beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. The device was disassembled and the tubes were disconnected for removal of any powder. Powder was present in the tubes of the device. The front tube between the on/off switch and powder chamber contained small, hard clumps of powder. The back tube between the powder chamber and low pressure valve and the center powder chamber contained loose powder. A visual inspection of hole in the bottom of the powder chamber showed it to be clear. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the root cause for report of unable to spray was an internal clog within the device. The cause of the internal clog is unknown. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Catheter occlusion can be a cause of this device internally clogging and not being able to spray powder. However, we could not conduct a complete investigation because only one catheter was returned for evaluation. This limits our ability to conclusively determine a cause. Catheter occlusion can be related to the handling of the device during the procedure. To assist the user, the instructions for use (IFU) states the following, "note: do not test device prior to insertion into endoscope accessory channel as this may increase risk of catheter occlusion." The IFU also states, "precaution: to avoid catheter occlusion, do not place catheter directly in contact with blood and/or mucosa, including any pooled blood and do not aspirate blood while catheter is in accessory channel. . .note: if catheter becomes occluded, turn red valve to closed position, remove catheter from endoscope and replace with extra catheter provided in package.". Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
Common device name: hemostatic device for endoscopic gastrointestinal use product code: qau. 510k: k200972. Investigation evaluation: an evaluation was performed only by the picture provided with this report because the product said to be involved was not provided to cook for evaluation. The lot number provided in the photo matches this report. The label in the photo matches the product reported. The photo received was of the product label and the product said to be involved was not provided to cook for evaluation, therefore a product evaluation could not be performed. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. A corrective action has been initiated concerning device failure due to being unable to spray powder. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophagogastroduodenoscopy (egd), the nurse used a cook hemospray endoscopic hemostat. The patient was actively bleeding from a nodular area at the ge junction that md stated was suspicious for malignancy. The physician first did a sclerotherapy injection with epi and cauterized the area with gold probe prior to the hemospray. When the rn took the hemospray out of the package to set it up, she states that she twisted the red end to engage the co2 cartridge, and while everything looked normal with the kit, she recalled that it did not make as loud of a sound as it normally does. Protocol was followed including flushing the scope with air before insertion of the catheter and flushing the catheter with air during the insertion of the catheter. When the rn twisted the red dial to open the device and attempted her first spray, no powder came out of the catheter. More air was flushed through, and she attempted to spray multiple times, but no powder was ever seen coming through the catheter. At this point, the rn called me for help, and I came to the room. The catheter was taken out of the scope and visually inspected, and no powder was seen within the catheter. The catheter was detached, and we attempted to spray with the device into the sink. No powder ever came out. We tried the second catheter that came in the kit, and still nothing came out. We were forced at that point to open another hemospray kit, due to the patient actively bleeding and we were unable to troubleshoot the other hemospray device. Upon opening the new kit and following set up and insertion protocol, the patient was able to receive treatment with the new kit without difficulty. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.